Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 574 mg/dl. The customer stated that she had a high blood glucose reading and wanted to know if her bolus will be delivered in one shot. The customer stated that she did not contact her health care provider regarding her high blood glucose readings. The customer stated that she reconnected the qr correctly with her most recent bolus and her blood glucose was trending down from 574 mg/dl to 496 mg/dl. The customer was advised to monitor the pump.